Manufacturer narrative:
G4:19nov2020, b4:08dec2020 . Information was received that there was no issue with the ventilator. The filter had to be replace and was not replaced in a long time. The unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
It was reported that the ventilator's tidal volume was unstable. There was no patient involvement.